Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).

Event description:
It was reported that the patient had shortness of breath. It was further reported that the right atrial (ra) lead had high impedance, loss of capture, and a possible fracture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.